Event description:
A 30 year old female patient reported that she experienced iritis in her left eye while using renu multiplus multi-purpose solution. The patient was seen by her physician and treated her with pred forte from 3/15/2006 to 3/22/2006. Subsequently, the patient's eye condition cleared in one (1) week with no decrease in her visual acuity. On 5/08/2006, the patient returned to this physician with complaint of foggy vision for 2 hours. Visual acuity test in the physician's office was back to 20/20-1 with no signs of etiology. The physician advised her to switch to opti free or clear care and began with new contact lenses. The physician doesn't believe that the pt's condition was related to solution use. The physician also stated that the patient's corneas have always been healthy.

Manufacturer narrative:
No product was returned. The physician reported that he doesn't believe that the patient's condition was related to solution use, based on all information, no causal factors can be determined, and no conclusion can be drawn. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced alots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.